Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months post implant of this 14mm pulmonary valved conduit in a pediatric patient, it was explanted and replaced with an unknown device. The reason for replacement was reported as elevated gradients of 70-80mmhg caused by an expanded device diameter. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the pulmonary valved conduit was replaced with a non-medtronic blood vessel prosthesis. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the conduit was segmented into two sections. Approximately 7mm-10mm of the inflow section and 10mm-15mm of the outflow section were returned. Sharp, diagonal incisions were observed on the conduit. These incisions were consistent with lacerations by a sharp instrument, and appeared to have occurred during explant. The longitudinal incision lacerated all leaflets. Due to this, leaflet coaptation was unable to be assessed. The existing leaflet segments were slightly stiff but flexible. Tissue deterioration was noted on two of the three leaflets. Thrombotic host tissue was noted on the wall of the conduit. This tissue extended to and slightly adhered to the adjacent leaflet. Thrombotic host tissue was also noted on the leaflet adjacent to the commissure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The condition of the explanted device made it difficult to perform a full assessment of the reported dilation. In an effort to investigate potential root causes of this dilation and subsequent gradients, medtronic requested information related to the patient's medical history and imaging prior to conduit explant. No information was able to be obtained. Conduit dilatation is a known potential adverse effect per device IFU. The most common cause of dilatation is pulmonary hypertension which could lead to regurgitation from incomplete coaptation. In this event however, neither pulmonary hypertension nor regurgitation were reported. Based on the available information and return analysis, the root cause of the high gradients and conduit dilatation could not be determined. If information is provided in the future, a supplemental report will be issued.